Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was z771d. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted fractographic evaluation on january 28, 2026. The component was identified as product code z771d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode the evaluation of (B)(4) revealed the needle contained a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During an unknown open surgery, the needle did not pass smoothly as usual during subcutaneous suturing. When checking, it was found that the needle tip was broken. Therefore, the following investigations were requested. Whether the needle tip was already broken before use. If the needle tip broke during the procedure, whether there is a possibility that a fragment fell into the body. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/9/2026 h6 component code: g07002 -no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain.maybe during passage through tissue did any needle piece(s) fall into the patient? Unk if yes, 1. Was\were the needle piece(s) retrieved during the same procedure? If not, please explain.unk 2. What measures were taken to retrieve the broken piece(s)? Unk 3. Was there any additional tissue damage as a result of searching for the needle piece(s)?unk please provide the lot number. 1072g7. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection showed that one winding former with three used needles and four unused needle suture combinations were received for analysis. The product code z771d is multi-strands and should contain eight strands per packet. As per visual inspection of three used needles, the swage and attachment area were noted to be as expected. However, one of the needles was noted bending near the tip area. Also, marks that appear to be caused by a surgical instrument were found in these areas. In the remaining two needles no anomalies were observed. During the inspection of four needle suture combinations. The swage and attachment area were noted to be as expected in all needles. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the one needle suture combination was tested by resistance test to needle and met the requirements. In addition, no evidence of breakage needle was identified in the seven needles during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection showed that one unopened sample was received for analysis. The product code z771d is multi-strands and should contains eight strands per packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected in all needles. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the one needle was tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.